Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right hypogastric artery using a lantern delivery microcatheter (lantern). It should be noted that the patient's anatomy was tortuous and the target vessel was difficult to access. During the procedure, the physician reported difficulty advancing the lantern over the guidewire and was unable to access the target vessel. It was also reported that the lantern was only able to advance 5-6 centimeters into the guide catheter. The lantern was then removed from the catheter and, upon examination, the tip was found to be kinked. Therefore, the lantern was no longer used in the procedure. The procedure was completed using another lantern. There was no report of an adverse effect to the patient.